Manufacturer narrative:
Additional information was received after the last medwatch was submitted. The serial number and catalog number of the device, implant date, manufacture date, expiration date has been added to this report. The device was implanted for almost 14 years. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that with this bioprosthetic valve was explanted after an unknown duration due to degeneration. The valve was replaced. No further adverse patient effects were reported as a result of this event. Additional information was requested but has not been received.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The serial number of the device was not provided so device history record review could not be performed. Should the product be returned or additional information is received, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental medwatch has a corrected result evaluation code.